Event description:
Reportedly, the programming inductive head no longer works. As a result, the programmer is unusable.

Manufacturer narrative:
Preliminary analysis showed that there was no issue on the subject programmer. The reported behavior was caused by an issue on the inductive head: some wires were interrupted in the cable of the inductive head, most probably resulting from an excessive mechanical stress on the wire.

Event description:
Reportedly, the programming inductive head no longer works. As a result, the programmer is unusable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programming inductive head no longer works. As a result, the programmer is unusable.